Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the loop pad of an opt314 optiflow junior nasal cannula became detached during use. It was further reported that the subject opt314 was used on a patient for two to three weeks. No patient patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint opt314 optiflow junior nasal cannula from the medical centre for investigation. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior nasal cannula provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt314 optiflow junior nasal cannula was not returned to fph in (B)(4) as it was discarded at the medical centre. Our analysis is accordingly based on the event description and photograph provided by the medical centre. Results: the medical centre reported that the subject nasal cannula was used on a patient for two to three weeks. The photograph showed that the loop pad was partially detached from the right side of the nasal cannula. A lot check was not performed as lot information was not provided. Conclusion: without the complaint device we were unable to determine what caused the loop pad to become partially detached from the nasal cannula. Loop pads are bonded to the optiflow junior nasal cannula using specialised primer and cyanoacrylate glue, in addition to the adhesive on the loop pad's backing. The bond strength of the loop pads to the cannula exceeds the bond strength of the loop pads to the hook on the wigglepads. Our user instructions that accompany the optiflow junior nasal cannula reminded the user that the product is "intended to be used for a maximum of 7 days". Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback. Discarded at the medical centre.

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the loop pad of an opt314 optiflow junior nasal cannula became detached during use. It was further reported that the subject opt314 was used on a patient for two to three weeks. No patient consequence was reported.